Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after an (B)(4) procedure, the patient experienced fever. Patient was tested for urine analysis and was found to have cystitis. Patient was under antibiotic for 10 days and did not require in-patient or pro-longed hospitalization. Patient recovered without sequela on (B)(6) 2010. Patient prognosis is excellent. The event was anticipated and non serious and not related to device. The safety monitoring committee has reviewed and classified the event to be possibly procedure related on (B)(6) 2011.